Event description:
Information was received that reported a patient was seen in the emergency room in 2007 due to blood glucose that was in excess of 500, the reporter state they treated with IV hydration and were discharged. The reporter admitted that during recent set changes, the cannual were found to have been kinked or bent at the insertion site, and they report receiving occlusion blockage alarms from the insulin pump. The device should be returned for evaluation to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.